Event description:
Patient's daughter reported, her father had bilateral tha. Left side was done on (B)(6) 2010 and right side on (B)(6) 2011. He is experiencing pain, can't move and limping on his left side. He is miserable and feels as he is getting worse. The patient's surgeon told him that his implant are part of recall and referred him to a dr. Patient would like assistance with his revision surgery.

Manufacturer narrative:
Additional manufacturer narrative: reported event: an event regarding pain involving a rejuvenate modular device was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: this addendum to my previous report includes review of the following additional documentation. (B)(6) 2016, (B)(6) 2014, (B)(6) 2018, (B)(6) 2020 x-rays - multiple ap and lat views of both hips on these dates demonstrating bilateral uncemented tha with modular femoral components, reduced, left acetabular component more vertical than right. Brooker ii heterotypic ossification bilaterally, no evidence of loosening or component migration, no evidence of wear or significant pathology. There is some evidence of time related bone remodeling but nothing suggesting pathology. Based upon the review of these x-rays, there is no alteration in the conclusion of my previous report regarding the inability to either confirm the event description or prepare a medical report for this case. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Manufacturer narrative:
Reported event: an event regarding pain involving a rejuvenate modular device was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with (B)(4). Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
Patient's daughter reported, her father had bilateral tha. Left side was done on (B)(6) 2010 and right side on (B)(6) 2011. He is experiencing pain, can't move and limping on his left side. He is miserable and feels as he is getting worse. The patient's surgeon told him that his implant are part of recall and referred him to a dr. Patient would like assistance with his revision surgery.